Manufacturer narrative:
The customer¿s report that pitocin was infusing faster than expected was not confirmed. Analysis of the pcu event log showed that at 7:32 pm on (B)(6) 2016 oxytocin drip 30unit in 500ml was programmed through guardrails to infuse at a rate of 2ml/hr (dose 2milliunit/minute). At 7:33 pm the device alarmed for patient side occlusion and was immediately restarted. One minute and 45 seconds later the device was channeled off. Functional testing found the pump module to be delivering fluid within specification. The disposable sets were not returned for investigation. The root cause of the pitocin infusing faster than expected was not identified.

Event description:
The customer reported that at approximately 7:32 pm, an infusion of pitocin 30 units/500 ml was started at 2 milliunits/minute. Lr was also infusing at 125 ml/hr. The pitocin channel alarmed for occlusion; the infusion was checked for air then restarted. At 7:33 pm the drip chamber and bag were noted to be emptying faster than expected. The infusion was stopped. Shortly after the event the patient had an emergency c-section and the mother's and the baby's conditions stabilized. No further details were provided.